Event description:
A pharmacist called to inquire about aralast np filter and reported an adverse and product complaint. Inquiries addressed. During an infusion of aralast np, a 0.2 micron filter was utilized during administration and the tubing became clogged. No additional information provided. Available for return: no additional identifying information: the pharmacist did not have time to answer safety questions, however consented to contact by safety if additional information is needed. All patient, prescriber, and product information is not reported unless otherwise specified. Consent to contact reporter? Yes, dose number / unit: 0 follow-up to a previous complaint? No.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos provided. Reported defect cannot be verified. A review of the monthly report (jun 2024) for aralast was also performed relative to the subcategory "flow difficulty". The complaint rate for 2024 is approximately (B)(4). The FDA emdr system requires selection of a product code; therefore, product code lhi was selected.